Event description:
It was reported that both the monitors on the 9600 system needed to be replaced. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.